Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had not been working since (B)(6) 2012 because the buttons are locked and he cannot push them to operate the device. The patient is unable to access the menu because the buttons are not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2013. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage.